Event description:
It was reported via repair work order that the bed lost power when fowler button pushed due to faulty cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.